Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Problem code 2610 relates to the reportable issue of bands failed to deploy. Problem code 2588 captures the reportable issue of suture stuck inside the ligator cap. Received one speedband superview super 7 with the ligator head for analysis with the suture placed inside of it. There were no issue noted. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the suture was stuck inside the ligator cap and a tool was used to hook the rope. The band was then attempted to be released; however, the bands would not deploy. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the suture was stuck inside the ligator cap and a tool was used to hook the rope. The band was then attempted to be released; however, the bands would not deploy. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.